Manufacturer narrative:
The device was returned as part of the asset return process. Due to corrosion on the endoscope connector, an e315 occurred. Additionally, the evaluation revealed: due to damage on the channel-tube, water tightness was lost, switch number 1 has a pinhole, the control unit was dirty due to water leakage, and the circuit board unit in scope-connector was dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis lucera elite colonovideoscope was returned as part of the asset return process. During routine incoming inspection of the device by olympus pae engineer, the evis lucera elite colonovideoscope displayed an e315 (scope error) due to water invasion in scope connector. There was no patient involvement and were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (scope error) was the biopsy channel leaked while the user was handling the device and water invaded the device. Then an abnormality of electronic parts occurred which led to displayed error. Olympus will continue to monitor field performance for this device.